Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with scratched case, missing display window/cover, pillowing keypad overlay, cracked keypad overlay, serial number label missing, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube) and cracked retainer. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump was dropped and crack on the battery casing bottom side of the pump. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Product mmt-1715kl was returned for analysis.